Manufacturer narrative:
(B)(4). The investigation was completed on 11/04/2014. There was no product returned for investigation. The specific cartridge lot associated with the event was unknown at the time of the initial call. On 08/15/2014 the customer provided the four cartridge lots (below) that may have been used at the time of the event but unknown which was related to the event. Lot#: w14043a, manufacture date: 02/12/2014, expiration date: 08/28/2014; p14090a, 03/31/2014, 10/28/2014; p14092, 04/02/2014, 10/28/2014; p14129, 05/09/2014, 11/28/2014. (B)(4) retain cartridges from each of lots w14043a, p140904, p14o92 and p14129 were tested and were functioning according to specification.

Event description:
On (B)(4) 2014, abbott point of care was contacted by a customer who reported a nurse was splashed in the eye with biohazardous material while attempting to run an I-stat ctni cartridge. The site stated the nurse was given medical treatment. Apoc is unable to obtain any additional information at this time. The cartridge lot and date of the event is unknown.

Manufacturer narrative:
(B)(4).